Manufacturer narrative:
Date of event: (B)(6) 2021. Report date: 10feb2021.

Event description:
The customer reported the unit gave check vent code "blower temp high". There was no patient involvement.

Manufacturer narrative:
PMA/510k:03mar2021 date of report:13mar2021 the customer confirmed the reported failure and replaced the blower to resolved the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.